Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred during therapy initiated on (B)(6) 2014 at 22:26:37. During night drain cycle three, the patient's ultrafiltration reading was 1464ml, indicating the home patient (hp) drained 1464ml more than their maximum programmed fill volume of 2200ml.no additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed. A review of the event history log identified the occurrence of an increased intra-peritoneal volume (iipv) event. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. Upon conclusion of the investigation, the cause of the reported issue was determined to be that one or more cycles advanced to the next fill when slow/no flow occurred above the minimum drain volume threshold. Should relevant additional information become available, a follow-up report will be submitted.